Event description:
It was reported that the device was losing capture when the patient was lying on the left side. No changes have been made and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addl1 implantable pulse generator (ipg) 2008-11-10.